Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis of the device cannot be performed, and the reported event could not be confirmed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Based on the investigation result, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped twice during the procedure. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with pyridium (doze unknown) for pain prophylaxis and omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber was stripped twice during the procedure. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with pyridium (doze unknown) for pain prophylaxis and omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped twice during the procedure. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with pyridium (doze unknown) for pain prophylaxis and omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
Medical review assessment indicates that the fiber break inside the patient could have led to serious injury. As per the hazard analysis (ha), a detached piece of fiber capable of being removed during the procedure with a retrieval device has associated harms of prolonged procedure and additional intervention.